Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The patient reported infusion set removed due to pain at insertion site. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 1 of 2.